Event description:
It was reported during sterilization process, some plastic component had fallen out on the permanent cautery hook instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. Visual inspection found, instrument clevis pin was broken. The pin which contains the clevis hub was broken off and missing. The pulley can move outside the clevis when in motion. There was no physical damage to the clevis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the missing clevis pin if to recur could cause or contribute to an adverse event.